Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080523) on 02-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), autoimmune thyroiditis ("hashimotos thyroiditis"), gait inability ("could not walk"), renal failure ("kidneys were failing"), hepatic failure ("liver was failing") and cardiac failure ("heart was failing") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no family history of kidney, liver or heart issues in her family. Family history included autoimmune disorder (mother). Concomitant products included acetylsalicylic acid (aspirin), antidiarrhoeal microorganisms (probiotics), beta blocking agents, biotin, colecalciferol (vitamin d), curcuma longa rhizome (turmeric), multivitamin, prednisone, spironolactone and thyroid (armour thyroid). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), abdominal pain lower ("cramping"), raynaud's phenomenon ("raynauds syndrome"), autoimmune thyroiditis (seriousness criterion medically significant), osteoarthritis ("osteoarthritis"), gait inability (seriousness criterion medically significant), renal failure (seriousness criterion medically significant), hepatic failure (seriousness criterion medically significant), cardiac failure (seriousness criterion medically significant), alopecia ("handfuls of hair") and inflammation ("chronic inflammation"). The patient was treated with surgery (she underwent hysterectomy (leaving ovaries) for essure removal on (B)(6) 2018) and surgery (she underwent two total knee replacements in the last 3 months). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, raynaud's phenomenon, autoimmune thyroiditis, osteoarthritis, gait inability, renal failure, hepatic failure, cardiac failure, alopecia and inflammation outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune thyroiditis, cardiac failure, gait inability, hepatic failure, inflammation, osteoarthritis, pelvic pain, raynaud's phenomenon and renal failure to be related to essure (ess205). The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, required intervention, other serious (important medical event) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080523) on 02-nov-2018. The most recent information was received on 27-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), autoimmune thyroiditis ("hashimotos thyroiditis"), gait inability ("could not walk"), renal failure ("kidneys were failing"), hepatic failure ("liver was failing") and cardiac failure ("heart was failing") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no family history of kidney, liver or heart issues in her family. Family history included autoimmune disorder (mother). Concomitant products included acetylsalicylic acid (aspirin), beta blocking agents, biotin, curcuma longa rhizome (turmeric), multivitamin, prednisone, probiotics [umbrella term], spironolactone, thyroid (armour thyroid) and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), abdominal pain lower ("cramping"), raynaud's phenomenon ("raynauds syndrome"), autoimmune thyroiditis (seriousness criterion medically significant), osteoarthritis ("osteoarthritis"), gait inability (seriousness criterion medically significant), renal failure (seriousness criterion medically significant), hepatic failure (seriousness criterion medically significant), cardiac failure (seriousness criterion medically significant), alopecia ("handfuls of hair") and inflammation ("chronic inflammation"). The patient was treated with surgery (she underwent hysterectomy (leaving ovaries) for essure removal on (B)(6) 2018 and she underwent two total knee replacements in the last 3 months). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, raynaud's phenomenon, autoimmune thyroiditis, osteoarthritis, gait inability, renal failure, hepatic failure, cardiac failure, alopecia and inflammation outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune thyroiditis, cardiac failure, gait inability, hepatic failure, inflammation, osteoarthritis, pelvic pain, raynaud's phenomenon and renal failure to be related to essure (ess205). The reporter commented: serious injury criterion: hospitalization, disability/permanent damage, required intervention, other serious (important medical event) and event date on (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: FDA-2019-n-3767-0130) on 02-nov-2018. The most recent information was received on 05-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one essure device had migrated and was attached to colon with connective tissue'), pelvic pain ('pain'), autoimmune thyroiditis ('hashimotos thyroiditis'), osteoarthritis ('osteoarthritis'), raynaud's phenomenon ('raynauds (primary)'), renal failure ('kidneys were failing'), hepatic failure ('beginning stage of liver failure'), cardiac failure ('heart was failing') and ventricular extrasystoles ('heart was throwing an inordinate amount of pvcs') in a female patient in her thirties who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure inserrtion on same day" on (B)(6) 2006. The patient's medical history included endometrial ablation on (B)(6) 2006, heavy periods and perimenopause. No family history of kidney-, liver- or heart issues. Family history included autoimmune disorder (mother and father in their 70ies, but none in three sisters). Concomitant products included acetylsalicylic acid (aspirin), beta blocking agents, biotin, curcuma longa (turmeric), prednisone, probiotics [umbrella term], spironolactone, thyroid (armour thyroid), vitamin d nos (vitamin d) and vitamins nos (multivitamin). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced ventricular extrasystoles (seriousness criterion medically significant) and alopecia ("handfuls of lost hair"). In (B)(6) 2018, the patient experienced renal failure (seriousness criterion medically significant), hepatic failure (seriousness criterion medically significant) and cardiac failure (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), osteoarthritis (seriousness criterion medically significant) with gait inability, raynaud's phenomenon (seriousness criterion medically significant), inflammation ("chronic inflammation"), feeling abnormal ("brain fog"), tooth loss ("teeth fell out") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (leaving ovaries) for essure removal on (B)(6) 2018 and underwent total knee replacements within last three years). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, osteoarthritis, raynaud's phenomenon, feeling abnormal, tooth loss, abdominal pain lower and alopecia outcome was unknown, the autoimmune thyroiditis had not resolved, the renal failure, hepatic failure, cardiac failure and ventricular extrasystoles had resolved and the inflammation was resolving. The reporter considered abdominal pain lower, alopecia, autoimmune thyroiditis, cardiac failure, device dislocation, feeling abnormal, hepatic failure, inflammation, osteoarthritis, pelvic pain, raynaud's phenomenon, renal failure, tooth loss and ventricular extrasystoles to be related to essure (ess205). The reporter commented: initial report via FDA: serious injury criterion: hospitalization, disability/permanent damage, required intervention, other serious (important medical event) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Patient report on FDA docket website (B)(6) 2019: essure was placed in her early 40ies when being perimenopausal and needing uterine ablation to stop heavy menses/clotting. Patient cannot say the devices caused these issues, but was certain that they exacerbated a potential genetic tendency she might have had. No such issues are in her family and all concerns subsided completely since essure removal a year earlier. Autoimmune issues were never reversed, chronic inflammation its issues have receded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: indicated essure devices were both entirely encased within the tubes and the tubes themselves were sealed. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 5-nov-2019: this case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting taking place on (B)(6) 2019. New: medical history. Age (early 40ies when getting essure). Indication for essure added. Reporter's own causality comment added. New events added: device dislocation, ventricular extrasystoles, tooth loss, feeling abnormal, medical device monitoring error . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.